Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4).

Event description:
Adverse event(s): "undercorrection" (blurred vision). Product problem(s): "incorrect treatment plan used" (improper or incorrect procedure or method). A tech reports, a patient's left eye was treated with the same treatment they used for the right eye. The laser operator mistakenly downloaded the treatment for the right eye when they treated the left eye. The surgeon stated, he does not feel the pt would be impacted as the prescription for the left eye was very similar to that of the right eye. Add'l info from the surgeon indicated at one day post-op, the pt was doing well for both treated eyes. He thought the pt was slightly undercorrected, but has no decrease in bcva and is correctable to 20/20 with about a -1d refraction for the left eye. The patient accidentally ended up with unintended monovision and if the pt doesn't adapt to the monovision, an enhancement will be performed. The surgeon declined to provide patient records.